Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted a cs 052 call service alarm three times in one night. The pump was allegedly rebooted twice; however, the alarm did not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple call service alarms on (B)(4) 2014. The time and date were accurately set at the start of investigation. The pump was unable to perform a priming sequence due a call service alarm being emitted during the rewind step. The pump was unable to be exercised. The pump cover was opened and evidence of moisture corrosion was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.